Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via the national breast implant registry a left side "suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style." Device has been explanted.